Event description:
It was reported that during a lap cholecystectomy, a clip misformed. Procedure completed with a similar device.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.